Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, loss of capture was observed. Dislodgement was observed via chest x-ray. The patient experienced muscle stimulation. The lead was explanted and replaced.

Event description:
New information received notes that the patient was fine following the extraction.